Event description:
According to a translation of the initial report based on medical records, the pt was admitted to the hospital with cardiac decompensation and acute pulmonary edema. Cardiac ultrasonography showed prosthetic malfunction from valvular thrombosis. The pt underwent emergency surgery. The valve was found to have recently formed thrombi. The valve was replaced and pt's current clinical condition is reported to be good.

Manufacturer narrative:
Evaluation summary: the valve was examined with a light microscope at 20x magnification. The outlet strut was found to be intact. Wear patterns typical for values implanted for periods greater than sixteen years were observed on the struts, the flange inner diameter, and disc. Scratches and instrument marks were noted, which could have occurred during either implant or explant procedures. Section h6-- thombosis is a known long term potential complication of a mechanical heart valve implantation.